Event description:
Surgeon reported that the access port had a leak and removed and replaced it. The explanted access port will be returned. Follow-up findings: the doctor noted loss of fluid over three checks. The source of the leak was noted at the connection site.

Manufacturer narrative:
Taper ii. (B) (4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. See related medwatch report 2024601-2009-00095 for previous access port leak. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."